Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Event description:
It was reported that approximately 44 months post implant of a bifurcated device and an infrarenal aortic extension, the patient presented emergently to the hospital emergency room symptomatic. The hospital performed a computed tomography scan which indicated the patient's aneurysm had increased in size and the patient had an apparent endoleak. The physician elected to correct the endoleak by implanting a suprarenal device. The patient was reported to be doing ok post procedure.

Manufacturer narrative:
Brand name is powerlink system.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: adequate medical documentation and imaging studies were available for this review. The imaging studies could not be fully manipulated for this assessment and might have limited the sensitivity of this assessment. Cautionary product use conditions that might have contributed to this event included: multiple patent lumbar arteries, pre-existing graft in the right iliac artery; and, aortic cuff size was the same diameter as the main body. The patient's use of antiplatelet therapy might have contributed to this event due to the increased risk of bleeding complications. There was evidence to support these findings: an unresolved type ia endoleak, and the inability to insert a delivery system through the right iliac artery to deploy an aortic extension at the initial procedure; unresolved type ii endoleak observed at three months post implant. Both of these findings might have contributed to a progressive, untreated endotension, which resulted in aneurysmal sac growth observed 12 months post implant, and might have contributed to the eventual rupture. Forty-two months post implant, blunt force trauma to the head and abdomen after a fall off of a treadmill precipitated abdominal pain; this event might have contributed to the rupture. There was radiographically evidence to support a rupture, type ia, and ii endoleak; a type iii b endoleak could not be ruled out, but was unlikely. The secondary procedure was confirmed, however, there was evidence to support an active retroperitoneal bleed from a persistent type ii endoleak seven days post rupture and repair. The patient's recovery was complicated by respiratory failure and hypovolemic shock. The final disposition of the patient could not be established due to lack of information, however, there was an occupational therapy session on the date of discharged that described the patient's desire to return home on that day. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. A root cause for the type ii endoleak is related to the patient anatomy and is not endologix device related. It is unknown why the doctor did not address the type ii endoleak. From the clinical review, the root cause of the type ia endoleak was not identified, but may have been associated with pre-existing graft in the right iliac artery. The patient's use of antiplatelet therapy might have contributed to this event due to the increased risk of bleeding complications. There was also a report of blunt force trauma to the head and abdomen after a fall off of a treadmill that precipitated abdominal pain that may have been a factor. A specific device related issue was not identified in the evaluation.